Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -10.5, into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with the same size lens due to excessive vault, elevated iop, and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as unknown.